Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately on the date of explant. Additional suspect medical device components involved in the event: model number/catalog number: sc-8336-50 serial number: (B)(6). Batch/lot number: 7090850 model/catalog description: coveredge 32 surgical lead kit 50 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4316 serial number: na batch/lot number: 38078648 model/catalog description: clik anchor unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to infection. The cause of infection was unknown. No further information could be obtained.

Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately on the date of explant. Additional suspect medical device components involved in the event: model number/catalog number: sc-8336-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: coveredge 32 surgical lead kit 50 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4316. Serial number: na. Batch/lot number: 38078648. Model/catalog description: clik anchor unique identifier (UDI) #: (B)(4). Investigation results: the devices were not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the devices; however no further information could be obtained. Device history record: it was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to infection. The cause of infection was unknown. No further information could be obtained despite good faith efforts.